Event description:
It was reported that the pump failed the volume test during testing. No patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump was found to be over delivering to the manufacturing specifications of +/-3%. It was determined that the cause was due to the expulsor. As a result, the expulsor was trimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.